Event description:
External pacemaker failed to pace without notice. Compressions were performed for under one minute. A new external pacemaker was obtained and pacing was resumed. Performance test run and passed. During testing low battery indicator comes on and goes off. Battery voltage 8.74 volts. Spoke with medtronic tech support about findings. This possibly suggests that the battery contacts may be worn or have some contact issue going on with them. Low battery indicator should not come on until battery reaches 8.0 +/- 0.5 volts.what was the original intended procedure?life support.